Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, after clip deployment, the starclose se was difficult to remove from the anatomy. The locator wings remained open and the device could not be removed from the anatomy. An attempt to remove the device with the aid of the access ports was unsuccessful. The device was removed with counter traction and an assertive pull. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Once the device was removed from the anatomy, the physician found that the safety release button was visible, usable and worked. There were no reported adverse patient effects. No additional information was provided.